Manufacturer narrative:
(B)(4).

Event description:
Patient presented for battery change due to battery approaching eri. Externalized conductors were observed between the svc and rv coils via x-ray. No electrical anomalies were detected. Lead remains implanted; patient will be monitored closely.